Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an electrocution injury, which disabled the implanted neurostimulator. The device was replaced. The pt's status was undetermined.